Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash and open blisters under the lifevest equipment. It was reported that the patient has a severity nickel allergy and applied several topical antihistamines including benadryl to the irritation. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist advised the patient to only wear the lifevest at night or when alone. Additionally, the physician recommended using pepcid. Follow up indicated that the patient's skin irritation improved upon removing the lifevest.